Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed and water leak in board unit, degradation of the head unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to coupler unit is loosened, cut in cable unit and water leak in board unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had loose coupler and intermittent problem in image. The issue was found during inspection for use. There were no reports of patient harm.